Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (502 mg/dl at its highest) and the ketone level was moderate. The ketones have been resolved. A corrective bolus and insulin injections were used to address the bg level. The cause of the high bg was not known and the contact was to change the settings to try to resolve the high bg. Reportedly, the contact discussed the event with a healthcare provider.